Event description:
The customer reported a leak coming from the back left side of the unicel dxl 600 access immunoassay system which was not contained within the instrument. The leak was a "medium sized puddle". The healthcare workers interfacing with the machine were wearing personal protective equipment which included gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the fluidics drawers leaking waste from the tubing and/or fitting. The fse determined that the connector was not tightening and appeared stripped. The fse replaced the fittings and tubing. The fse primed the system twenty times and the exercised pump to verify its functionality and to ensure no further leaks. A subsequent quality control assessment and system check verified instrument performance. Hardware was the cause of this event. (B)(4).